Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that emulsification occurred at the bifurcation junction of the extension tubing at the arterial end and was accompanied by signs of loose connection. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for catheter degradation/discoloration, more specifically for catheter aneurysm as the device¿s extension legs showed some whitening near the bifurcation and swelling up against the bifurcation on the arterial lumen. The reported loose connection could not be confirmed from the photograph. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Potential root causes include catheter degradation. The observed whitening in the extension legs may indicate incompatible chemical exposure. Event has been initiated for an increase in complaints for kinks in dialysis catheters. Degradation/aneurysm may also cause and/or be reported as kinking. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that emulsification occurred at the bifurcation junction of the extension tubing at the arterial end and was accompanied by signs of loose connection. The catheter was removed and replaced. There was no reported patient injury.